Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, it was reported that an altitude alarm occurred while the pump was not outside the labeled altitude operating range. Customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 150 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged altitude alarm issue was verified in the pump logs; however no failure was identified. Based on the analysis, the alleged cartridge change error issue could not be verified.